Event description:
On january 9, 2024, senseonics was made aware of an incident where a user experienced sensor inaccuracy which led to early sensor removal.

Manufacturer narrative:
This MDR is a result of retrospective review of complaints. The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
Based on the initial escalation analysis, the sensor performance deviated from the normal behavior with mismatches observed between the sensor readings and the calibration entries. An RMA was authorized to investigate the sensor further. From the return material analysis testing, the sensor revealed a loss of chemical performance due to the senor's hydrogel oxidation, which is likely the root cause of the reported sensor inaccuracy. As part of resolution, a sensor replacement was offered to the user. B4. Date of this report updated to 05 april 2024. G3. Date received by manufacturer updated to 05 april 2024. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4307.